Event description:
Hospitalization, life threatening, and required intervention. Ancure endovascular stent graft was implanted in 2002. Following surgery the right groin incision site was found to be bleeding which required additional sutures on the following day (possible vessel damage when graft inserted). The physician was questioned if internal bleeding could cause the pt's unstable vial signs. The pt was discharged the following day; however, the family refused until the pt's condition was stable. The cxr showed a worsening atelectasis and pleural effusions. The pt was discharged from the hospital, but returned by ambulance the next morning. The pt was unable to move and had no sensation in the right leg, also any femoral and pedal pulses. The pt was diaphoretic with low blood pressure and increased pulse rate. The pt was taken to surgery and a femoral-to-femoral bypass was done. The pt continues to have problems with numbness in both legs nd difficulty with ambulation.